Event description:
A healthcare professional reported that the system failed to recognize the patient's interface and was unable to suction the patient's left eyeball during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the system unrecognized of patient's interface, and cannot suck patient's left eyeball in the during surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).